Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (clear and white residue on lens). (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Conclusion: 24-off-label use [anterior endothelium chamber depth < 3.0 mm (2.84 mm)]. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, diopter -9.5/+2.5/095 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a longer lens due to low vault. The problem was resolved.